Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -12.5/+1.5/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive. The exchange resolved the problem. Cause was reported as unknown.

Manufacturer narrative:
B3: date of event - 29-jun-2022 should be added to the initial MDR. Claim #: (B)(4).